Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was implanted. The effusion was noted immediately following the implant procedure in the left lateral pleural space. It was a small fluid collection without major clinical effect. No perforation was appreciated with contrast injection post deployment. The transesophageal echo showed no changes.